Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot#: va0njln, implanted: (B)(6) 2015, explanted: (B)(6) 2018, ubd: 07-jul-2017, UDI#: (B)(4); product type: lead. Product ID: 3389s-40, lot#: va0njln, implanted: (B)(6) 2015, explanted: (B)(6) 2018, ubd: 07-jul-2017, UDI#: (B)(4); product type: lead. Product ID: 3708660, implanted: (B)(6) 2015, explanted: (B)(6) 2018, ubd: 07-jul-2017, product type: extension. Product ID: 3708660, implanted: (B)(6) 2015, explanted: (B)(6) 2018, ubd: 07-jul-2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported the patient had surgery to change the ins pocket to less depth, but the ins started to come out of the patient's chest. Infection and erosion were reported. The patient had contacted the rep to ask if the ins could be re-sterilized because they had an open wound on the pocket. Environmental/external/patient factors that may have led or contributed to the issue included plastic surgery. The physician did not notify the rep about this, so the result of this surgery was unknown. The patient was in the hospital since (B)(6) for a neurosurgery evaluation, and decided to explant the system on the day of the report. The issue was resolved at the time of the report. No further complications were reported as a result of this event.